Event description:
A nurse (rn) called corporate product surveillance to report a missing cap from the patient line which was noticed before use on (B)(6) 2010. The rn stated that "as far as he knows" the missing cap was not in the set packaging because he did not see it fall to the floor when the package was opened. The sample is available for evaluation. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). One (1) used sample was received in reference to "missing component." The cassette was visually inspected and noted that the blue cap (pull ring) was missing from the patient line. There was no evidence of solution or other usage of the cassette. The reported issue was confirmed. A batch review was performed on the associated lot with no issues noted. Based on the information obtained from baxter's investigation, the root cause was a manufacturing issue. Per the results of evaluation, the cause is related to personnel within manufacturing /assembly. This product is inspected on a sampling basis for visual and functional defects. Missing or separating sterile barriers such as pull ring caps are defined as a critical defect with an acceptable rate of zero per sample population. Baxter has conducted a trend review and found no adverse trend. Baxter will continue to monitor similar reports to determine if further actions are required.